Event description:
It was reported by service report that the fowler was drifting up and will not stay in low position. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Fowler.